Event description:
It was reported that during a thoracic procedure, there were two devices were used and no staples were deployed when the device was fired. A third device was used to complete the case with no adverse pt outcomes.

Manufacturer narrative:
Eval summary: two devices (a-b) were returned for analysis. Device a was received with the clamping mechanism damaged and with no cartridge loaded in the device. No functional test was performed. The device was disassembled to verify the condition of the internal components; the tube insert was found broken. No conclusion could be reached as how the tube insert became broken. Device b was received with the clamping mechanism damaged and with a fully loaded with staples cartridge present on the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.